Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that there was a lack of therapeutic effect since implant. The patient still had to go to the bathroom every couple hours, which was more than he would like to. He was not receiving 50% or more in therapeutic relief. The patient would set the amplitude at a comfortable level where he would feel it, and then a little later he would lose the stimulation sensation. It was confirmed that he was at 3.1v and it was comfortable for him right now. It was noted that one morning he woke up and felt a shocking sensation. The previous night he had left the amplitude where it was comfortable but did not know why he felt the shock the next morning. This had occurred the day after implant. The patient was implanted either on (B)(6) 2016.

Event description:
Additional information received from healthcare provide reports the cause of the lack of therapeutic effect and the shocking sensation was determined to be turned the setting up too high. Actions/intervention taken to resolve was decreased settings and arrange meeting with manufacturer representative. The results of the troubleshooting performed was pending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.